Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed that the display screen was dim/difficult to read. This report is made based on the results of an investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: no functional defect was found with the pump. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. The total daily insulin totals were found to correctly reflect the users programmed basal rates. A pinkish contrast was observed on the display screen. Removed the pump cover and replaced faded display with test display. The test display has normal contrast with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.